Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on 19-nov-2018. It was reported that crossing difficulty was encountered. The target lesion was located in the moderately calcified right coronary artery. A 2.25x32mm promus element plus drug-eluting stent was advanced, but could not cross the lesion. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage and movement on balloon. Promus element plus,mr,ous 2.25x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal section of the stent was bunched and had moved distally along the balloon. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.